Manufacturer narrative:
Calibration and controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft4 IV on a cobas 8000 e 801 module. The sample initially resulted in a value of > 7.77 ng/dl. The result did not agree with the patient's clinical status, so the sample was repeated. The repeat value was 1.24 ng/dl.

Manufacturer narrative:
The ft4 reagent lot number was 85251401, with an expiration date of 28-feb-2026. The field service engineer determined there was an issue with the fluid flow of pinch tubing. The pinch valves were replaced and the liquid/air sections between the two measuring cell circuits was balanced. The hydraulic circuit of the entire module was balanced. The analyzer was monitored over a one week period and it continued to operate correctly. Based on the information, a general reagent issue can be excluded. The investigation is ongoing.